Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The overall baseline age of the patients was approximately 71 years old. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "real-world safety of magnetic resonance imaging after his bundle pacemaker implantation." Heart rhythm case reports 2020. 1¿5. Doi.org/10.1016/j.hrcr.2020.06.019. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding the safety of magnetic resonance imaging (MRI) after his bundle pacemaker implantation. The article reports one patient whose lead exhibited loss of capture due to a micro-dislodgement of the lead. There were other patients whose leads exhibited diminished r waves post MRI. The status/ disposition of the leads is unknown. No patient complications have been reported as a result of this event. Further follow up did not yield any additional information.